Manufacturer narrative:
Additional information: g4, h2, h6. No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One i3 unit model cm1100 with main unit serial # (B)(6) and one i3 accessory set was returned, lacking the power extension cable. The reported event of sparking and exposed wires on the power extension cable could not be confirmed as the component was not returned with the device. External and internal visual inspections of unit and returned power cord revealed no discrepancies or discernible damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The power cord from the unit was frayed with exposed wiring, and some sparking was observed.